Event description:
Pharmacist reported the following: IV infusion with 40meq of potassium. Unknown vtbi and rate. Infusion to run over 4 hours. After 2 hours, pump alerted "no flow". When nurse checked, 180ml was remaining. No patient harm however hospital protocol called for additional monitoring. This included vital signs every 2 hours vs. Every 4 hours and patient checks every 4 hours. There was no report of patient harm or medical intervention. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer requested a log review but does not have the necessary software. The customer indicated he would work with the biomed at uhs. As of today, neither devices nor logs have been received for evaluation. Should devices or logs be received, a follow up report will be submitted.